Event description:
It was reported that the 9600+ system would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Identified the need to replace the ccd camera. Camera replaced and the system worked as intended. System placed back into service.